Event description:
It was reported that a procedure was cancelled per 301 error unsolved on a farastar generator. Upon connecting the 31mm farawave nav catheter we go a nav sensor chip error, we exchanged for 35mm farawave nav catheter, that got rid of the nav sesnsor error, and we were able to visualize, map and compute the catheter. However, when the time came to deliver pfa we got a 301-generator error, we unplugged and replunged the aux cable, restarted both msm and rsm, changed the farawave cables to the catheter and the generator, we could not ger rid of the 301-generator error. Due to the issues the physician decided to cancel the case. The generator has been already repaired.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.